Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator would begin to power on, and that the "80 pace-per-minute (ppm) and 10 milliampere (ma)" output on both channels could be seen momentarily, but then the generator would shut down. It was further reported that the generator would turn on, however no parameter would come on and the pace light-emitting diodes (led's) would be on but would not turn off or flash. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the device was unable to correctly power on and this was attributed to normal battery depletion (the battery received with the device measured 6.94 volts) and it was replaced. Analysis also found the upper and lower cases broken and contaminated, that the battery release and lead flex cover were contaminated, the o-ring, both bail covers, the ring cover, two case screws, both bails and the ring were missing, the battery contacts were compressed, the battery drawer broken, the keyboard was scratched, the main printed circuit board (pcb) was out of specification and that it needed a battery drawer o-ring. Further analysis was performed on the main pcb due to battery removal test failure. This analysis found that two capacitor components failed, causing the battery removal test failure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.